Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced an infection. The plan was to explant the pump due to the infection and to not replace the pump, but the explant had not yet been scheduled. The patient status was indicated as "alive; no injury". The location of the infection was unknown. The pump was delivering baclofen. It was further reported that no cultures were taken from the patient, and the "physician was not sure it's actually an infection." It was noted that there had been a lot of rubbing on the skin where the pump was placed and that it had begun to bother the patient enough that the patient and the family would like it removed. The patient was being tapered down on their daily dose of lioresal, and it was again noted that a removal date had not yet been determined. The pump was delivering lioresal 2000 mcg/ml; daily dose of 200 mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found. The sc connector was damaged at explant.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received reported that the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.